Event description:
It was reported that air ingress and sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following transseptal puncture and sheath exchange, the faradrive sheath was inserted into the left atrium. The dilator and guidewire were removed from the sheath. Upon insertion of a farawave catheter into the faradrive sheath, and aspiration of the sheath, air ingress was noticed. The valve was noted to be leaking. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found a tear through the outer and inner sides of the external valve, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that air ingress and sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following transseptal puncture and sheath exchange, the faradrive sheath was inserted into the left atrium. The dilator and guidewire were removed from the sheath. Upon insertion of a farawave catheter into the faradrive sheath, and aspiration of the sheath, air ingress was noticed. The valve was noted to be leaking. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to return for laboratory analysis.